Event description:
It was reported the stimulation and effectiveness was ¿very faint.¿ stimulation used to be at 1.5v and at the time of the call, the patient could go all the way to 2.1v before their foot and body felt a difference. It was stated that it was ineffective for the patient¿s urinary retention and they would still get pain in the hip if it was turned up ¿too high.¿ it was noted the patient shut the device off for airport security in early (B)(6) 2014 and it had been ¿messing up¿ since then. The patient did not notice it right away. It was indicated the patient changed the batteries because the programmer was giving them issues. It was stated that sometimes it would not go on or it would say ¿medtronic¿ and since changing batteries it came on normal, but it did not do what it did before in terms of therapy. The patient was currently on program 4 at 2.1v and was feeling stimulation ¿faintly.¿ when stimulation was increased, the patient could feel the ¿vibration¿ in their bottom and their foot moved, but they still had retention like before. The patient changed to program 1 and they felt an uncomfortable sensation/vibration in their thigh. When changing to program 2 at 1.2v the patient¿s knee was moving left to right. By the end of the call, the patient had switched to program 3 at 2.0v and it felt ¿okay.¿ it was noted the patient was to see their doctor the following week. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0aabw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).